Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was not duplicated. A review of the device log identified the power source was manually disconnected while running on battery. No faults were found with the device and it was returned to normal operation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.